Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was post-paced t-wave oversensing on the ventricular lead when the patient presented at the clinic during follow-up. The patient was asymptomatic and did not receive therapy. The oversensing was noted on a real-time egm. The device was reprogrammed successfully.